Event description:
Writer and service coordinator only found two heartstrings in the CT core, and both were expired. Service coordinator made surgeon aware of the situation. One unexpired heartstring was brought in, which was used in the case. Another heartstring was needed so writer opened second heartstring that was expired. Writer verified with surgeon that the second heartstring was expired prior to opening.